Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, for the first firing, the tissue was clamped, the green button was pressed, firing knob was pressed, but it was unable to be fired. There was a trace of pre-firing on the proximal part of the staple. The procedure was completed with another reload. There was no patient injury.